Manufacturer narrative:
(B)(4).

Event description:
Procedure type: radiofrequency ablation. According to the reporter: the stylet came off, but the instrument did not fall into pieces. There was no additional bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. A new instrument was used to complete the procedure. No patient injury was reported.